Event description:
The event is reported as: complaint alleges: during the ligation of the cystic artery, the hem-o-lok clip did not lock, due to the absence of the teeth. The patient was not harmed.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.